Event description:
It was reported that cyclosporin was intended to run at 0.4ml/hr. But observed to be infusing at 0.5ml/hr. Instead. The cyclosporine continuous infusion ordered to infuse at 0.4 ml/hr., on (B)(6) 2023. No changes intended to be made to cyclosporine order on (B)(6) 2023. The nurse received a call from overnight nurse practitioner at 7:45pm when the nurses noticed cyclosporine was running at 0.5 ml/hr. On the pump during shift change. Order in epic (electronic medical record) remained at 0.4 ml/hr. The dayshift nurse reported the rate appeared to be running at 0.4 ml/hr. For most of the day. Report per rn the pump had to be turned off due to air in the line but unsure what time this occurred and duration the pump was off. Cyclosporine concentration and basic metabolic panel (bmp) blood tests were ordered (B)(6) 2023 and as second sample with am labs on (B)(6) 2023. The nurse then restarted cyclosporine infusion at 0.4 ml/hr. And verified appropriate rate. The cyclosporine bag changed at scheduled hang time (2200). It was reported that the hospital staff began internal investigation of the issue to determine the infusion rate on (B)(6) 2023. Preliminary investigation showed an infusion rate of 0.5 ml/hr. Starting at 9:42am on (B)(6) 2023. There was patient involvement but no harm. Bd clinical practice consultant conducted a preliminary analysis of the reported issue by reviewing the device logs and report from infusion knowledge portal (ikp). It was found on ikp report that "drug was cyclosporin was at 0.4ml/hour at 9:42 it was unexpectedly changed to 0.5ml/hour." On the device logs, it was found that the change of rate to 1ml/hour was due to user pressing the up arrow key, thereby increasing the value from 0.4 to 0.5ml/hour.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that cyclosporin was intended to run at 0.4ml/hr. But observed to be infusing at 0.5ml/hr. Instead. The cyclosporine continuous infusion ordered to infuse at 0.4 ml/hr., on 12 november 2023. No changes intended to be made to cyclosporine order on 13 november 2023. The nurse received a call from overnight nurse practitioner at 7:45pm when the nurses noticed cyclosporine was running at 0.5 ml/hr. On the pump during shift change. Order in epic (electronic medical record) remained at 0.4 ml/hr. The dayshift nurse reported the rate appeared to be running at 0.4 ml/hr. For most of the day. Report per rn the pump had to be turned off due to air in the line but unsure what time this occurred and duration the pump was off. Cyclosporine concentration and basic metabolic panel (bmp) blood tests were ordered 14 november 2023 and as second sample with am labs on 15 november 2023.the nurse then restarted cyclosporine infusion at 0.4 ml/hr. And verified appropriate rate. The cyclosporine bag changed at scheduled hang time (2200). It was reported that the hospital staff began internal investigation of the issue to determine the infusion rate on 15 november 2023. Preliminary investigation showed an infusion rate of 0.5 ml/hr. Starting at 9:42am on 14 november 2023. There was patient involvement but no harm. Bd clinical practice consultant conducted a preliminary analysis of the reported issue by reviewing the device logs and report from infusion knowledge portal (ikp). It was found on ikp report that "drug was cyclosporin was at 0.4ml/hour at 9:42 it was unexpectedly changed to 0.5ml/hour." On the device logs, it was found that the change of rate to 1ml/hour was due to user pressing the up arrow key, thereby increasing the value from 0.4 to 0.5ml/hour.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.